Event description:
Additional information noted that the lead was destroyed and will not be returned.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead no sensing or pacing was noted thus this lead was not used and will be returned. No adverse patient effects were reported.